Event description:
Per independent repair center statement; the unit was alarming, red light. The key failure was the valve operator was not cycling. Additional malfunctions included leaking clamps, no alarm on the power switch, leaking zip ties, and a dirty pm valve.